Event description:
Acct. Reports "detached injection site", the "rubber" was detached half from the base of the injection site". The customer did not inject. This incident occurred during use and before use. No pt. Injury reported.